Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation. A photograph was provided by the patient confirming the reported broken needle. However, without the device being returned for investigation, a root cause cannot be determined.

Event description:
Distributor contacted dexcom technical support on behalf of the patient (B)(6) 2015, to report that on (B)(6) 2015, the patient's mother attempted sensor insertion on the patient at the buttocks; however, did not follow the deployment steps correctly and the deployment needle broke. No additional event or patient information is available.